Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This implant was removed in a revision; the complaint is considered confirmed. It was also reported that the implant was softer/squishier than normal, although this is contrary to the failure mechanism of "cracking" in a brittle nature. No product was returned and no tests or inspections could be performed. No x-rays, scans, pictures, or physician¿s reports were provided. For these reasons, this portion of the complaint could not be verified. It is possible that during the undisclosed amount of time between failure and removal, soft tissue had grown into and around the fractured implant and this tissue was not easily separated from the pmma implant pieces causing a softer than expected feel upon palpation, however this could not be confirmed based on the materials provided. For patient matched htr-pmi implants (pmxxxxxx) and the previous year (from the notification date) regarding the implant fracturing postoperatively, there is a complaint rate of 0.27% which is no greater than the occurrence listed in the application fmea. The DHR of this product was reviewed and no non-conformance was found. There are no indications of manufacturing defects. The most likely underlying cause of this complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Explantation date was reported as sometime in 2019. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that the patient underwent a cranioplasty approximately 14 years ago. While playing soccer the patient sustained trauma to the head when struck with a ball resulting in the fracture of the implant. Following the implant fracture, the patient experienced constant headaches. A revision occurred to remove the fractured implant and replace with a new implant. When the pmma was lifted out it cracked into pieces, and the consistency was described as mush by (B)(6). No additional patient consequences were reported.